Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered an alert for maximum capacitor charge time reached. The patient presented to the clinic for a follow-up and manual review of the transmission detected normal limits. One of the alerts was recorded on a time during device manufacturing. It was recommended for the patient to have a manual capacitor maintenance performed at the next device interrogation. The patient is kept under home monitoring and no more alerts have been received since then.